Event description:
According to the received information, the patient was injected with 1 ml of rha 4 on (B)(6) 2022 in the chin, jawline and marionnette lines. On (B)(6) 2022, a large firm nodule developed on the right side of her chin.the patient saw a dentist, but x-rays results were normal. The patient started to take antibiotics, but since CT scan showed no signs of infection, the patient stopped taking them. On (B)(6) 2022, the patient underwent an oral biopsy. The results showed granulomatous reaction to the filler. As treatment, the patient recieved hyaluronidase on (B)(6) 2022. On (B)(6) 2022, the patient was reviewed for follow-up, three other areas on the right inferior lateral buccal cheek had developed reaction of hypersensitivity. The same day, the four areas were injected with hyaluronidase and the patient was prescribed oral corticoids.at that time of the report, symptoms were resolving.

Manufacturer narrative:
Additional MFR narrative: granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Appropriate medical treatment generally allows to treat these reactions quickly and effectively the symptoms the risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with 1 ml of rha 4 on (B)(6) 2022 in the chin, jawline and marionnette lines. On (B)(6) 2022, a large firm nodule developed on the right side of her chin.the patient saw a dentist on an unknown date, but x-rays results were normal. The patient started to take antibiotics (amoxicillin). Later on, the patient saw an other doctor and underwent a CT scan, but since it did not show any signs of infection, the doctor advised the patient to discontinue the antibiotics treatement. On an unknown date, the patient saw an ent specialist and radiologist who thought the lump was an infected cyst. On (B)(6) 2022, the patient underwent an oral biopsy who revealed a granulomatous reaction to the filler. As treatment, the patient received a hyaluronidase injection on (B)(6) 2022. On (B)(6) 2022, the patient was reviewed for follow-up, three other areas on the right inferior lateral buccal cheek, left lowe cutaneous lip and right lateral buccal cheek had developed reaction of hypersensitivity. The same day, the three areas were injected with hyaluronidase and the patient was prescribed oral corticoids (prednisone). Then the patient was treated again with hyaluronidase in the same areas on (B)(6) 2022 (hyaluronidase mixed with corticosteroids), (B)(6) 2022 (hyaluronidase mixed with corticosteroids) and (B)(6) 2022 (the 4 areas were injected with a mix of hyaluronidase and corticosteroids). The patient came for a follow-up visit on (B)(6) 2022 but did not receive further treatment. Another appointment was planned one week later but outcome of this appointment is unknown. No additional information is available at time of this report.

Manufacturer narrative:
Additional MFR narrative: this case seems linked to a granulomatous reaction coupled with hypersensitivity reaction. Delayed onset inflammatory reactions are more likely to be immune responses to the filler., as diagnosed in this case. Granulomatous inflammation, which are systemic responses (type IV hypersensitivity reactions) are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Appropriate medical treatment generally allows to treat these reactions quickly and effectively the symptoms the risk of such reaction is mentioned in the instructions for use of teosyal products.